Event description:
It was reported that the patient's catheter had disconnected from the pump, so a revision was to be performed. Later that day, it was reported that the catheter was not disconnected, but the physician was only able to aspirate minimal fluid from the catheter access port. The proximal and spinal catheter segments were disconnected and saline was pushed through the catheter access port successfully, showing no obstruction in the proximal catheter segment. The physician went on to try to aspirate the spinal portion of the catheter, but could not. The spinal segment was explanted and replaced. After explant, the physician attempted to push saline through the catheter segment on the back table, but only bubbles came out of the first hole at the catheter tip. Then, the physician cut the catheter at the level of the anchor. Saline could move freely through the catheter without the anchor attached. It was confirmed that the anchor had been implanted correctly and had not bunched up on the deployment tool. Another report, that same day, stated the patient had not been getting as good of spasticity relief as when the system was initially implanted. Additionally, it was noted that a dye study could not be performed due to the inability to aspirate the catheter. Eight days later, it was reported that the patient was not doing well following the replacement procedure. He remained hospitalized and it was noted that a catheter revision may be necessary. Two days after that, it was reported that the patient's pump, catheter, and shunt were removed due to bacterial meningitis. Five days after that, it was reported that cultures of the patient's cerebrospinal fluid found gram-negative rods revealing the presence of influenzavirus b. The patient's symptoms included poor head and trunk control, posturing, and a fever. At the time of report, the patient was critically ill and was sedated. The drug used in this system was gablofen.

Event description:
Additional information reported that the patient had had two pumps in the past month that have failed, but it was further corrected that the patient actually received only one pump. This "second pump failure" had been previously reported in mfg report # 3007566237-2013-00700. Any additional information regarding this event will be reported in this manufacturer report number.

Manufacturer narrative:
Explanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4). Final analysis of the catheter ((B)(4)) found the catheter body to be deformed in shape, but it did not affect infusion. Unusual damage to the distal end of segment 1 was seen as the inner layer of silicone that formed the inner lumen was irregular in shape, cracked, and folded in on itself. Also, the middle layer containing the thermoplastic pet braids showed protruding strands of the braid. Furthermore, the outermost polyurethane layer also had an irregular look to its surface and the overall shape of the distal end of segment 1 was oval in appearance. The cross-sectional face of the proximal end of segment 1 was also slightly irregular in appearance with a rough-edged appearance to the outer polyurethane layer. Also noted were two indented areas about 1 mm from the distal end. These indents were on opposite sides of the catheter from one another, with one of the indents being more pronounced than the other. It is thought these were possibly related to the action of cutting the catheter in this area while the catheter was on the back table. It is possible some type of instrument was used to hold the catheter in this area while it was being cut and this may have led to the damage to the inner lumen that was seen on the distal end of segment 1 along with its oval shape when viewed in cross-section. The proximal end of segment 2 showed a slightly jagged look in the different layers of the catheter and the inner lumen's circumference was uneven. A test piece of ascenda catheter was cut with a sharp scalpel and it was noted the resulting surfaces on each side of the cut were smooth in nature and the inner lumen remained very much rounded in circumference. Then, a test piece of ascenda catheter was cut with a pair of surgical scissors that were slightly dull. The resulting surfaces on each side of the cut were noted to be slightly rough in nature for the polyurethane layer, but remained rounded in circumference. No strands were created to the thermoplastic pet braid layer by the surgical scissors. It appears the cut was made with a blunt or dull instrument compared to the smooth look that resulted when a test piece of catheter was cut with a sharp scalpel. When segment 1 was tested for patency, fluid was seen almost immediately at its distal end. Segment 2 patency was similarly tested and fluid was also seen almost immediately at it's distal end. Therefore, no occlusion in either segment was confirmed and the anchor located on segment 1 was not affecting flow of fluid through the catheter.

Manufacturer narrative:
(B)(4).